Manufacturer narrative:
Manufacturer ref no. (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump has "air in line failures." Any pt involvement, injury or medical intervention is unk. Additional information was received from the customer that stated "please disregard this service request as we have corrected the problem in house." The device will not be returned to baxter for evaluation.